Event description:
It was reported that within one week of implant, the atrial lead was not sensing or pacing. The physician believes the lead may have been bumped during an av node ablation procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 lead implanted: (B)(6) 2015. (B)(64)